Event description:
Patient status post veptr implantation on an unknown date by a different surgeon returned to operating room, surgeon explanted veptr on (B)(6) 2011. Surgeon discovered upon removal that the veptr ti rib sleeve was broken. It is not known if implant was broken on implantation, broken intra-operatively, and/or upon removal. Patient was revised to an unknown product.

Manufacturer narrative:
Additional information has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned.